Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2000. Subsequently, the patient is being scheduled for a revision procedure due to instability. Additional information received reported patient underwent a left knee revision procedure on (B)(6) 2015 due to poly wear. The bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient is being scheduled for a revision procedure due to instability.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces".

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, the patient is being scheduled for a revision procedure due to instability. Additional information received reported patient underwent a left knee revision procedure on (B)(6) 2015 due to poly wear. The bearing was removed and replaced.